Manufacturer narrative:
The reported event of capturing problem was not confirmed. The reported event of stretched helix was confirmed. Final analysis found the outer helix was stretched out of specification, consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp). The lp was repositioned due to high capture thresholds. Upon repositioning, the helix was noted to be stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.